Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the night before, she had low blood glucose of 33 mg/dl but the sensor was reading 74 mg/dl. Current sensor glucose was 250 mg/dl and blood glucose was 267 mg/dl. Customer was advised that the sensor is responding to changes as the current sensor readings were closer to the blood glucose level.